Event description:
It was reported that, the surgeon performed revision surgery to implant a exeter(bha) because the patient developed a necrosis of femoral head after g3 surgery.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.